Event description:
Patient revised on (B)(6) 2020 for instability, 7 months after primary surgery. Surgeon explanted the 40/+9 standard humeral cup and replaced it with a 40/+6 stability humeral cup and a +9mm humeral spacer.